Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, customer had issues connecting the sensor to the insulin pump. Customer was advised to remove the sensor and the cannula was missing. Customer's blood glucose was 117 mg/dl. The sensor is returning for the analysis.